Event description:
Additional information received reported that the pump was used to deliver morphine 10 mg/ml at 1.4 mg per day.

Event description:
Information was received from a healthcare professional via a company representative regarding a patient receiving medication via an implanted pump. The indication for pump use was non-malignant pain. Telemetry strips from pump examination on (B)(6) 2016 showed the following messages: motor stall occurred (B)(6) 2015 at 11:16; motor stall recovery occurred (B)(6) 2015 at 11:51; motor stall occurred (B)(6) 2015 at 08:10; and motor stall recovery occurred (B)(6) 2015 at 9:18.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.